Event description:
(B)(6). The emergency department has in circulation a recalled item by the FDA. Medtronic duet external drainage and monitoring system. Reference number 46913, expiration date 2028-03-07. Class one device recall.